Event description:
It was reported that the ventricular assist device (vad) patient presented to the hospital with elevated lactate dehydrogenase levels (ldh), and the vad exhibited multiple high watt alarms indicative of vad thrombosis. A series of diagnostic tests including computerized tomography (CT), echocardiogram, activated partial thromboplastin time (aptt), transesophageal echocardiogram (tee), and plasma free hemoglobin were performed. Medical intervention was initiated with actilyse and heparin. During hospitalization, the patient experienced acute kidney injury (aki) and worsening heart failure, leading to the decision for a do not resuscitate (dnr) order. Unfortunately, the patient's condition deteriorated further, and they subsequently passed away.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6), one (1) controller (B)(6) and three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. No performance allegations were made against the controller and the batteries. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. Additionally, internal visual inspection revealed cracks in the standoff posts of the controller housing. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller power ports can be attributed to the handling of the device. Based on an investigation, the root cause of the standoff post cracks was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Failure analysis of (B)(6) revealed that the units passed visual inspection and functional testing. Internal visual inspection of the batteries did not reveal any anomalies. Log file analysis revealed no anomalies involving the batteries within the analyzed period. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the rear and front housing disc curvatures were found to be deviating from release specifications. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed a gradual, sustained increase in power consumption starting on 08/mar/2024, leading to parameters above normal operating range, followed by a return to baseline parameters on 08/mar/2024. Several additional increases in power consumption to parameters above normal operating range were subsequently logged. Review of the alarm log file revealed 58 high watt alarms logged since 10/mar/2024. As a result, the reported high-power event was confirmed. Based on the available inform ation, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, worsening heart failure, renal dysfunction, thrombus, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus and renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial or lot#: (B)(6). D9: yes, return date: 01-may-2024 h3: yes h4: mfg date: 26-aug-2021, h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a controller was returned to the manufacturer. Manufacturer's analysis subsequently revealed a mechanical problem and power supply contamination.